Manufacturer narrative:
Other, other text: evaluation results: one mefusion pump was returned for investigation in used condition. The tamper seals were intact. The right plunger case was cracked. A review of the event history log showed evidence of the reported force sensor test error. The force sensor test error was replicated upon power up. The customer reported problem was therefore confirmed. The investigator was unable to calibrate the force sensor. The product problem occurred due to issues with the force sensor and plunger cable. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor and plunger cable were replaced. The pump subsequently passed functional testing.

Event description:
It was reported that the medfusion pump displayed a force sensor test issue. No patient injury or complications were reported in relation to this event.